Event description:
It was reported that, "during a lap. Procedure the blade broke off of the obturator and feel into the surgical field. The blade was retrieved. There was no pt injury and the procedure was not compromised."